Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no reported adverse impact. The customer tried charging using a different cable without success. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.